Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, nausea, vomiting and weakness. The cause of peritonitis was not reported. It was reported that the patient was hospitalized due to cloudy effluent and abdominal pain. It was not reported if the patient received treatment for the event. At the time of this report, the patient outcome was not reported. Pd was placed on hold, and the patent was shifted to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a3a, b2, b3, b5, b6, b7, d10 and e1. B5: upon follow up, it was reported the cause of peritonitis was unknown (previously reported as not reported). It was reported the patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was restarted is was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unknown date the patient was discharged from the hospital. At the time of this report, the patient did not recover from the peritonitis and cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.